Event description:
A 2.5 mm diameter x 20 mm length sprinter legend dilatation balloon catheter was inserted into a pt for the treatment of a proximal circumflex lesion. The lesion morphology was reported as non-tortuous and moderately calcified with 80% stenosis. It was reported that the sprinter legend dilatation balloon catheter was advanced to the intended lesion site; the balloon was inflated multiple times and ultimately burst at 16-17 atms. It was reported that when the device was removed, a portion of the balloon folded back over the tip of the balloon catheter. The device was successfully removed. An endeavor drug-eluting stent was used to complete the case. No clinical sequelae were reported and the pt is fine. (Reference MFR report# 2953200-2009-00081).

Manufacturer narrative:
(B) (4). Evaluation results/conclusions: (moderately calcified 80% stenosis). Evaluation summary: medtronic has received the device and its analysis has been completed. The device had been cut 4.2 cm proximal to the distal tip. There was a radial tear on the body of the balloon 3.5 mm distal to the proximal cone. The remaining balloon material was pulled distally over the distal tip. The distal tip was stretched immediately distal to the attached tip bond. It is anticipated that the sprinter balloon will burst with a longitudinal failure mode when inflated in excess of the rated burst pressure. The distal edge of the proximal portion of the burst balloon shows a jagged edge. This suggests that the balloon material may have been damaged during use (possibly on the mild-moderate calcification) and during over inflation in excess of the product rated burst pressure (rbp). The balloon burst giving a radial failure mode. Historical review of this type of failure mode determined the radial burst to be most likely due to the balloon material being damaged during treatment of a calcified lesion or post dilatation of a stent. The balloons in general have been inflated on multiple occasions in excess of rbp. The balloons are reported to have burst at a pressure in excess of rbp. Resistance was generally experienced during device removal, most likely due to bunching of the balloon material, resulting in the balloon material inverting distally over the tip. In some cases the inner shaft stretched as a result of the force applied to remove the device. Except for the stretching of the tip material, there is no evidence of stretching to the catheter. The stretching of the tip material at the point where the balloon material is inverted over the distal tip, most likely occurred when the material became restricted in the lesion due to the balloon burst.